Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and exchange from textured to smooth due to concern with the product.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth due to concern with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "pain, fatigue deemed not device related, brain fog deemed not device related, fibromyalgia deemed not device related, granuloma, capsular contracture baker grade iii/IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical impact opening.. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fibromyalgia: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth due to concern with the product". Later healthcare professional reported "pain, fatiguedeemed not device related, brain fog deemed not device related, fibromyalgia deemed not device related, granuloma, capsular contracture baker grade iii/IV". This record is for the left side. Device was explanted.